Event description:
It was reported that during a device change out, externalized conductors were observed via review of fluoroscopy. No electrical anomalies were observed. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found an internal insulation abrasion at 30.4cm - 32.9cm from the helix. The etfe coating of the svc conductor was abraded at this location. An internal insulation abrasion was noted at 18.1cm - 18.9cm from the helix. External insulation abrasions were found between 32.5cm - 32.9cm from the helix, consistent with friction to the ICD can. The etfe coating was intact at these locations.